Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka procedure that took place on november the 8th, with a journey ii cr fem oxinium np left size 3, the patient had mobility limitation in the knee. The patient was treated with an unspecified surgery. The outcome is still recovering. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the reported manipulation under anesthesia and fibro-femoral transection was performed due to the patient¿s post-tka decreased rom. The x-ray images provided are not of sufficient quality to make an assessment regarding proper placement of the implants. Therefore, it cannot be concluded that the surgery was due to a mal-performance of the implant. The patient impact beyond the mua, transection and post-operative healing/rehab cannot be determined. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.